Event description:
It was reported that this lead was being extracted due to an unknown reason. During extraction moderate tension was applied to the locking stylet and inner lumen of the lead came out leaving the outer insulation and helix behind. No additional adverse patient effects were reported. At this time, no further information is available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this lead was being extracted due to an unknown reason. During extraction moderate tension was applied to the locking stylet and inner lumen of the lead came out leaving the outer insulation and helix behind. No additional adverse patient effects were reported. A request was made for the local field representative to contact the physician and get more information regarding this event; however, no additional information was able to be obtained.

Event description:
It was reported that this lead was being extracted due to an unknown reason. During extraction moderate tension was applied to the locking stylet and inner lumen of the lead came out leaving the outer insulation and helix behind. No additional adverse patient effects were reported. A request was made for the local field representative to contact the physician and get more information regarding this event; however, no additional information was able to be obtained.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.